Event description:
A nurse reported that at the end of a vitrectomy, when the operating staff of the facility turned on the laser, a system message was displayed. The position of the doctor's filters was checked and changed. However, the laser was still displaying the system message. The laser was restarted several times without success. The laser did not work at the moment of the event. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date.

Event description:
Additional information was provided by the facility who reported that there was no patient impact.

Event description:
Additional information was provided. It was a default on doctor's filter number 1. The technician changed the filter. Since then, event did not reoccur.

Manufacturer narrative:
.

Manufacturer narrative:
.